Event description:
Product was returned as an implant failure after 4 months. Based on the report, the patient had a medical history of diabetes, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was traditional two stage on tooth #10. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to infection.